Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The tubing was identified to be cut; three pieces of damage tubing was visually inspected and leak tested; no leaks were found. The pump kink resistant tubing (krt) was worn to filament; no leak was found. The pump was functionally tested and performed within specification. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to fluid loss, inflation issues, and holes in the tubing. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to fluid loss, inflation issues, and holes in the tubing. No patient complications were reported.